Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the hub, tip and inner/outer shaft included microscopic and visual inspection. Inspection revealed a complete separation of the shaft located 41mm from the strain relief. The fracture faces of the device had tensile damage. Analysis of the rest of the device found no other damage or defective.

Event description:
It was reported that the microcatheter was fractured. A 130/20 renegade stc 18 infusion catheter selected for use. Upon unpacking, it was noted that themicrocatheter was fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the microcatheter was fractured. A 130/20 renegade stc 18 infusion catheter selected for use. Upon unpacking, it was noted that themicrocatheter was fractured. The procedure was completed with another of the same device. No complications reported and patient was stable.